Event description:
It was reported the monitor will not send or get past the telephone phase. It was also reported that this monitor has sent in the past. The patient worked with patient services multiple times to correct the issue, with no success. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the monitor will not send or get past the telephone phase. It was also reported that this monitor has sent in the past. The patient worked with patient services multiple times to correct the issue with no success. The monitor will be returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.